Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter valve was broke, and water was naturally drained.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Evaluation was observed the inflation funnel of catheter was breakage and the catheter balloon had burst. The surface was breakage looks like has been cut with sharp object. However, the exact cause on how and when problem occurred could not be determined. A potential root cause for this failure could be due to lower latex/over chlorination/user-related (pulling by a user/ expose to sharp object). A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "1. Method for use: do not inflate the balloon in the urethra. The urethra may be injured. Do not pull the catheter hard. The bladder/urethra may be injured. 2.applicable patients (1) patients with delirium who might pull out catheter [when patient at catheter unconsciously, the bladder and urethra may be used. Contraindications (1) metho d f or use: (2) do not reuse. (3) do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex shape, configuration and principles bardex ®b iocath foley catheter is a balloon catheter. There are different type variations, for example, haematuria types with a catheter internally reinforce with nylon fiber for preventing occlusion of its inner lumen and securing urinary passage. Some may include a water-soluble lubricant as an accessory. Material: balloon catheter: natural rubber latex. Sizes of catheters: available in sizes 8 to 26 every 2fr 8fr and 10fr: provided with white straightener. 1. Balloon catheter: 2way 3way inflation valve irrigation funnel drainage funnel inflation funnel balloon cross section of catheter drainage lumen irrigation lumen inflation lumen cap cross section of catheter irrigation funnel inflation valve drainage funnel inflation funnel irrigation lumen balloon drainage lumen inflation lumen 3way double-balloon - 40 ml balloon is used as a prostatic balloon. - 20 ml ba20 ml balloon is used for indwelling in the bladder. 2. Accessories water soluble lubricant soluble lubricant (may not be included in some product variations.)(may not be included in some product variations.) Intended use & effect efficacy the device is designed to be placed in the bladder for the purpose of urinary drainage, ed to be placed in the bladder for the purpose of urinary drainage, bladder irrigation or haemostasias. Directions for use: 1. Method of use the device is intended for single use only and is not reusable. (1) cleanse the area around the external urethral cleanse the area around the external urethral meatus with the cotton balls immersed s with the cotton balls immersed in the antiseptics in the antiseptics.. (2) lubricate lubricate the distal end of the distal end of the catheter with water catheter with water soluble lubricant. (3) insert catheter into the urethral meatus and advance it until the balloon enters the insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the cat bladder and urine flows out through the catheter. Using a needler. Using a needle--less syringe, infuse less syringe, infuse the specified volume of sterile water into the inflation lumen to the specified volume of sterile water into the inflation lumen to inflate the balloon inflate the balloon. As as to double-balloon catheter, infuse through the valve printed bladder for balloon catheter, infuse through the valve printed bladder for balloon inflation. Inflation. After the prostatic balloon part after the prostatic balloon part ofof the device entethe device enters the prostate, using a rs the prostate, using a needlelessneedleless syringe, infuse the specified volume of sterile water syringe, infuse the specified volume of sterile water through the valve through the valve printed prostate to inflate the balloon. Printed prostate to inflate the balloon. 4 ( (4)4) pull catheter to seat the balloon at the level of the bladder neck and secure pull catheter to seat the balloon at the level of the bladder neck and secure placement 5) to deflate balloon and remove catheter, insert to deflate balloon and remove catheter, insert a luera tip (needle(needle--less) syringe in less) syringe in the inflation valve to allow the water ve to allow the water to to drain spontaneously. After balloon deflation, drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. Withdraw the catheter while confirming that no resistance is encountered. 2. Precautions for use precautions for use (1)1) when resistance is encountered in inserting catheter, stop the procedure and when resistance is encountered in inserting catheter, stop the procedure and remove catheter. (2)2) when deflating balloon, do not aspirate with a syringe. When deflating balloon, do not aspirate with a syringe. The inflation lumen for [the inflation lumen for balloon deflation may be occluded by negative balloon deflation may be occluded by negative pressure, and as a result the sure, and as a result the catheter cannot be removed. (3)3) when inserting catheter with a stylet, confirm when inserting catheter with a stylet, confirm that the stylet has reached the tip of that the stylet has reached the tip of the catheter, and make sure to keep the stylet in place inside the catheter during the catheter, and make sure to keep the stylet in place inside the catheter during insertion (4) for catheterises with a white straightener, first remove the straightener before with a white straightener, first remove the straightener before lubricating the lubricating the catheter catheter as inserting theas inserting the catheter with the straightener may cause catheter with the straightener may cause urethral injury. (5) as to doubleas to double--balloon catheter, the valve is labeled balloon catheter, the valve is labeled ¿¿20/40ml/cc20/40ml/cc¿¿; however, infuse ; however, infuse 2525 ml of sterile water of sterile water into the cap printed bladder into the cap printed bladder and 45ml into the cap and 45ml into the cap printed printed prostate to inflate the balloon prostate to inflate the balloon. 6)) no substance except sterile water should be used to inflate the balloon. No substance except sterile water should be used to inflate the balloon. 7)) do not wipe catheter surface with organic solvents such as aldo not wipe catheter surface with organic solvents such as alcohol. 8)) do not aspirate urine through drainage funnel wall. Do not aspirate urine through drainage funnel wall. 9)) since movement of the body, etc. May twist since movement of the body, etc. May twist or bend catheter to cause occlusion, or bend catheter to cause occlusion, care should be taken to fix the catheter securely. Care should be taken to fix the catheter securely. 10)) when urinary flow cannot be noted, confirm that the cwhen urinary flow cannot be noted, confirm that the catheter is neither occluded eter is neither occluded nor broken. (11)) when irrigating, open the cap of when irrigating, open the cap of irrigation funnel irrigation funnel and attach iand attach irrigation line or tube irrigation line or tube under aseptic technique. After use, close the cap. Der aseptic technique. After use, close the cap. Precautions 1. Precautions for use precautions for use (exercise caution when using (exercise caution when using the device in the following devices in the following ng patients patients)) 1) exercise caution when using the device in patients with high urine exercise caution when using the device in patients with high urinary calcium levels y calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur.as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions: (1)1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter rtently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a nefor rupture, defect, etc. Before inserting a new catheter. (2) when any part of any part of the balloon and/or the catheterballoon and/or the catheter is missingis missing, consider removing , consider removing them using a cystoscope.them using a cystoscope. ( (3)when it is difficult to reremove catheter by deflating the balloon catheter by deflating the balloon, take appropriate , take appropriate measures according to the measures according to the section troubleshooting. Troubleshooting when it is difficult to remove catheter by deflating the balloon (expressed as removal difficult case hereinafter), take a difficult case¿ hereinafter), take appropriate measures according to the following appropriate measures according to the following procedures. The following two methods are available for removal--difficult cases. A. Non--rupture method (sterile water is withdrawn without bursting the balloon.)rupture method (sterile water is withdrawn without bursting the balloon.) B. Balloon rupture method with balloon--rupture, fragments of the ruptured balloon hod, fragments of the ruptured balloon may remain in the remain in the bladder. Therefore, try nonbladder. Therefore, try non--rupture method first. A. Non rupture method 1) attach luer tip syringe to the attach luer tip syringe to the inflationinflation valve. Inject an additional amount of sterile valve. Inject an additional amount of sterile water into the inflation lumen anwater into the inflation lumen and pd pump the plunger 2) iif situation wouldn't be improved with 1), wouldn't be improved with 1), sever the inflation funnel of valve. 3) if situation would if situation would not be improved with 2), sever the catheter shaft while holding it t be improved with 2), sever the catheter shaft while holding it with forceps so that the distal segment maywith forceps so that the distal segment may non be drawn into the urethra. 4) if situation wouldn't be improved with if situation wouldn't be improved with 33), ), insert a insert a needle into the inflation lumen and edge into the inflation lumen and pump the pump the plunger. (Plunger. 5) if situation wouldn't be improved with if situation wouldn't be improved with 44), ), insert a fine steel wire through insert a fine steel wire through gh the inflation the inflation lumen of catheter. (Lumen of catheter. B. Balloon rupture method 1) 1)inject 100--200ml/cc of s200ml/cc of saline solution warmed to body temperature into the bladder a line solution warmed to body temperature into the bladder through the drainage lumen, and then inject a large amount of water or 10-15 ml/cc of mineral oil into the balloon through the inflation lumen with a needle to induce rupture. After rupture of the balloon, irrigate the bladder. (Fig. 5) 2) if situation wouldn't be improved with 1), attempt following procedures. A) under the radioscopic observation, infuse a contrast medium into the bladder, and burst the balloon by suprapubic puncture of the bladder. (Fig.6) b) in male patients, burst the balloon by puncture with a needle from the perineal (or suprapubic) region or through the rectum under ultrasonographic guidance. C) in female patients, burst the balloon by insertion of a needle along the urethra. Mineral oil: 3. Malfunction and adverse events (1) (1) malfunction: - catheter kinking, damage, rupture - difficulty or failure to remove the device - occlusion of catheter inner lumen - encrustation - accidental removal of the device due to leakage of sterile water or balloon rupture tal removal of the device due to leakage of sterile water or balloon rupture - device damage due to inappropriate use device damage due to inappropriate use adverse events - urinary tract infection - hemorrhage, hematuria - allergy reaction to the device - calculus formation - edema - pain - discomfort - injury of bladder or injury of bladder or urethral - urethritis, urinary incontinence urethritis, urinary incontinence - retained balloon fragments retained balloon fragments [storage method and expiration date 1. Storage store in a dry, cool place away from heat, store in a dry, cool place away from heat, moisture, and direct sunlight, and direct sunlight. 2. Expiration date " h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter valve was broke, and water was naturally drained.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Evaluation was observed the inflation funnel of catheter was breakage. The surface was breakage looks like has been cut with sharp object. However, the exact cause on how and when problem occurred could not be determined. A potential root cause for this failure could be due to lower latex/over chlorination/user-related (pulling by a user/ expose to sharp object). A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "1. Method for use do not inflate the balloon in the urethra. The urethra may be injured. Do not pull the catheter hard. The bladder/urethra may be injured. 2 applicable patients (1) patients with delirium who might pull out catheter [when patient at catheter unconsciously, the bladder and urethra may be used. Contraindications (1) metho d f or use: (2) do not reuse. (3) do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex shape, configuration and principles bardex ® b iocath ® foley catheter is a balloon catheter. There are different type variations, for example, haematuria types with a catheter internally reinforce with nylon fiber for preventing occlusion of its inner lumen and securing urinary passage. Some may include a water-soluble lubricant as an accessory. Material balloon catheter: natural rubber latex. Sizes of catheters available in sizes 8 to 26 every 2fr 8fr and 10fr: provided with white straightener. 1. Balloon catheter 2way 3way inflation valve irrigation funnel drainage funnel inflation funnel balloon cross section of catheter drainage lumen irrigation lumen inflation lumen cap cross section of catheter irrigation funnel inflation valve drainage funnel inflation funnel irrigation lumen balloon drainage lumen inflation lumen 3way double-balloon - 40 ml balloon is used as a prostatic balloon. - 20 ml ba20 ml balloon is used for indwelling in the bladder. 2. Accessories water soluble lubricant soluble lubricant (may not be included in some product variations.)(may not be included in some product variations.) Intended use & effect efficacy the device is designed to be placed in the bladder for the purpose of urinary drainage, ed to be placed in the bladder for the purpose of urinary drainage, bladder irrigation or haemostasias. Directions for use 1. Method of use the device is intended for single use only and is not reusable. (1) cleanse the area around the external urethral cleanse the area around the external urethral meatus with the cotton balls immersed s with the cotton balls immersed in the antiseptics in the antiseptics.. (2) lubricate lubricate the distal end of the distal end of the catheter with water catheter with water soluble lubricant. (3) insert catheter into the urethral meatus and advance it until the balloon enters the insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the cat bladder and urine flows out through the catheter. Using a needler. Using a needle--less syringe, infuse less syringe, infuse the specified volume of sterile water into the inflation lumen to the specified volume of sterile water into the inflation lumen to inflate the balloon inflate the balloon. As as to double-balloon catheter, infuse through the valve printed bladder for balloon catheter, infuse through the valve printed bladder for balloon inflation. Inflation. After the prostatic balloon part after the prostatic balloon part ofof the device entethe device enters the prostate, using a rs the prostate, using a needlelessneedleless syringe, infuse the specified volume of sterile water syringe, infuse the specified volume of sterile water through the valve through the valve printed prostate to inflate the balloon. Printed prostate to inflate the balloon. 4 ( (4)4) pull catheter to seat the balloon at the level of the bladder neck and secure pull catheter to seat the balloon at the level of the bladder neck and secure placement 5) to deflate balloon and remove catheter, insert to deflate balloon and remove catheter, insert a luera tip (needle(needle--less) syringe in less) syringe in the inflation valve to allow the water ve to allow the water to to drain spontaneously. After balloon deflation, drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. Withdraw the catheter while confirming that no resistance is encountered. 2. Precautions for use precautions for use (1)1) when resistance is encountered in inserting catheter, stop the procedure and when resistance is encountered in inserting catheter, stop the procedure and remove catheter. (2)2) when deflating balloon, do not aspirate with a syringe. When deflating balloon, do not aspirate with a syringe. The inflation lumen for [the inflation lumen for balloon deflation may be occluded by negative balloon deflation may be occluded by negative pressure, and as a result the sure, and as a result the catheter cannot be removed. (3)3) when inserting catheter with a stylet, confirm when inserting catheter with a stylet, confirm that the stylet has reached the tip of that the stylet has reached the tip of the catheter, and make sure to keep the stylet in place inside the catheter during the catheter, and make sure to keep the stylet in place inside the catheter during insertion (4) for catheterises with a white straightener, first remove the straightener before with a white straightener, first remove the straightener before lubricating the lubricating the catheter catheter as inserting theas inserting the catheter with the straightener may cause catheter with the straightener may cause urethral injury. (5) as to doubleas to double--balloon catheter, the valve is labeled balloon catheter, the valve is labeled ¿¿20/40ml/cc20/40ml/cc¿¿; however, infuse ; however, infuse 2525 ml of sterile water of sterile water into the cap printed bladder into the cap printed bladder and 45ml into the cap and 45ml into the cap printed printed prostate to inflate the balloon prostate to inflate the balloon. 6)) no substance except sterile water should be used to inflate the balloon. No substance except sterile water should be used to inflate the balloon. 7)) do not wipe catheter surface with organic solvents such as aldo not wipe catheter surface with organic solvents such as alcohol. 8)) do not aspirate urine through drainage funnel wall. Do not aspirate urine through drainage funnel wall. 9)) since movement of the body, etc. May twist since movement of the body, etc. May twist or bend catheter to cause occlusion, or bend catheter to cause occlusion, care should be taken to fix the catheter securely. Care should be taken to fix the catheter securely. 10)) when urinary flow cannot be noted, confirm that the cwhen urinary flow cannot be noted, confirm that the catheter is neither occluded eter is neither occluded nor broken. (11)) when irrigating, open the cap of when irrigating, open the cap of irrigation funnel irrigation funnel and attach iand attach irrigation line or tube irrigation line or tube under aseptic technique. After use, close the cap. Der aseptic technique. After use, close the cap. Precautions 1. Precautions for use precautions for use (exercise caution when using (exercise caution when using the device in the following devices in the following ng patients patients)) 1) exercise caution when using the device in patients with high urine exercise caution when using the device in patients with high urinary calcium levels y calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur.as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions (1)1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter rtently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a nefor rupture, defect, etc. Before inserting a new catheter. (2) when any part of any part of the balloon and/or the catheterballoon and/or the catheter is missingis missing, consider removing , consider removing them using a cystoscope.them using a cystoscope. ( (3)when it is difficult to reremove catheter by deflating the balloon catheter by deflating the balloon, take appropriate , take appropriate measures according to the measures according to the section troubleshooting. Troubleshooting when it is difficult to remove catheter by deflating the balloon (expressed as removal difficult case hereinafter), take a difficult case¿ hereinafter), take appropriate measures according to the following appropriate measures according to the following procedures. The following two methods are available for removal--difficult cases. A. Non--rupture method (sterile water is withdrawn without bursting the balloon.)rupture method (sterile water is withdrawn without bursting the balloon.) B. Balloon rupture method with balloon--rupture, fragments of the ruptured balloon hod, fragments of the ruptured balloon may remain in the remain in the bladder. Therefore, try nonbladder. Therefore, try non--rupture method first. A. Non rupture method 1) 1) attach luer tip syringe to the attach luer tip syringe to the inflationinflation valve. Inject an additional amount of sterile valve. Inject an additional amount of sterile water into the inflation lumen anwater into the inflation lumen and pd pump the plunger 2) iif situation wouldn't be improved with 1), wouldn't be improved with 1), sever the inflation funnel of valve. 3) if situation would if situation would not be improved with 2), sever the catheter shaft while holding it t be improved with 2), sever the catheter shaft while holding it with forceps so that the distal segment maywith forceps so that the distal segment may non be drawn into the urethra. 4) if situation wouldn't be improved with if situation wouldn't be improved with 33), ), insert a insert a needle into the inflation lumen and edge into the inflation lumen and pump the pump the plunger. (Plunger. 5) if situation wouldn't be improved with if situation wouldn't be improved with 44), ), insert a fine steel wire through insert a fine steel wire through gh the inflation the inflation lumen of catheter. (Lumen of catheter. B. Balloon rupture method 1) 1)inject 100--200ml/cc of s200ml/cc of saline solution warmed to body temperature into the bladder a line solution warmed to body temperature into the bladder through the drainage lumen, and then inject a large amount of water or 10-15 ml/cc of mineral oil into the balloon through the inflation lumen with a needle to induce rupture. After rupture of the balloon, irrigate the bladder. (Fig. 5) 2) if situation wouldn't be improved with 1), attempt following procedures. A) under the radioscopic observation, infuse a contrast medium into the bladder, and burst the balloon by suprapubic puncture of the bladder. (Fig.6) b) in male patients, burst the balloon by puncture with a needle from the perineal (or suprapubic) region or through the rectum under ultrasonographic guidance. C) in female patients, burst the balloon by insertion of a needle along the urethra. Mineral oil 3. Malfunction and adverse events (1) (1) malfunction - catheter kinking, damage, rupture - difficulty or failure to remove the device - occlusion of catheter inner lumen - encrustation - accidental removal of the device due to leakage of sterile water or balloon rupture tal removal of the device due to leakage of sterile water or balloon rupture - device damage due to inappropriate use device damage due to inappropriate use adverse events - urinary tract infection - hemorrhage, hematuria - allergy reaction to the device - calculus formation - edema - pain - discomfort - injury of bladder or injury of bladder or urethral - urethritis, urinary incontinence urethritis, urinary incontinence - retained balloon fragments retained balloon fragments [storage method and expiration date 1. Storage store in a dry, cool place away from heat, store in a dry, cool place away from heat, moisture, and direct sunlight, and direct sunlight. 2. Expiration date " correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter valve was broke, and water was naturally drained.